Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 10-jun-2024. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the healon was received loose in a bag; lot number was confirmed on product itself. The complaint sample consisted of a plunger rod and an activated syringe with approximately 0.2 ml of expellable healon solution in it. The remaining solution had suspended particles in the solution. Fourier transform infrared (ftir) micro-spectroscopic analysis of the material sent by the customer was carried out. The material was spectrally similar to a material identified as "natural cotton". Based on the visual & stereomicroscopic observations, the customer's observation is confirmed. However, cotton or cellulose is not used in any of the production areas at the manufacturing site; specifically, the cleanroom clothes, cleaning equipment, autoclave bags, etc. Additionally, the healon pro solution is filtered through a 5 m pore size cartridge filter which is located immediately before the filling of the glass cylinder process step. Therefore, there is no indication that this material has been introduced during the manufacturing process. Product deficiency and malfunction could not be confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fiber was detected on the material. They were able to catch the fiber by pulling back the syringe. Through follow-up, we learned that the fiber was introduced into the patient's eye. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1: initial reporter first name: unknown, as information was asked but it was not provided. Only first initial was provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the complaint product and fiber were not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.